Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the patient experienced a loss of perfusion to the right lower extremity (rle) requiring the nurse to palpate a pulse. Several hours later the patient developed rle ischemia with discoloration and a lack of palpable pulse. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys/ expiration date: 14-dec-2022 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 08-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.